Manufacturer narrative:
The device was returned for evaluation and repair. Repair analysis found the cable was damaged and the printed circuit board was bad. Parts were replaced and the unit was tested to product specifications and returned to the customer.

Event description:
It was reported fault detail nim response 3.0 patient interface internationally not working. Possible defective cable. Follow-up information provided that during a thyroidectomy procedure the user heard and saw nothing during the case when it was evident they were stimulating the nerve. A medtronic rep was present in the case and performed trouble shooting by eliminating any interference and switching the fuses in the interface. The issue was resolved by replacing the patient interface box with another. The case was completed without further incident and no impact to the patient.